Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found on the sockets, the rotor and the motor assembly. Additionally, the drive bearing was broken.

Event description:
While testing the remb sag saw at the manufacturer it was reported that the device heated up and it ran without user activation. There was no patient involvement or adverse consequences reported with this event.